Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the unit did not properly mesh. No patient impact occurred. No additional graft was needed. Diligence is complete.